Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient underwent a magnetic resonance imaging(MRI) scan. The implantable cardioverter defibrillator was not programmed into MRI mode and the device went into backup mode. High voltage therapy could had been disabled as a result. No additional information was reported.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.